Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm for cassette not attached properly'. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device tamper seal was missing, the dso seal was bubbled, and the lcd lens was scratched. Functional testing was performed and revealed that the cassette was not attached properly; complaint was confirmed. The root cause was determined to be caused by the dso sensor being inoperable. The dso sensor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.